Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. User reports a foot pedal enabled error. Investigation of the case logs shows a system malfunction. The logs show a sudden disconnect and reconnect to the motion controller hardware when the user enabled the foot pedal for the second trajectory. Case logs further show that the system reports foot pedal disengaged and then reengaged. The user performed a software reset, which did not clear the foot pedal engaged status. Case log investigation did not reveal a root cause of why the foot pedal continued to be seen as enabled. The user also tried to recalibrate the loadcell and use the wrist to move the arm. This was unsuccessful because the foot pedal was seen as engaged and only one move enable can be used at a time. A field service engineer (fse) investigated the issue per work order. The fse confirmed that the foot switch was the issue with the system. A new footswitch was used and the issue was resolved. The cause of the reported issue can be traced to user technique.

Event description:
During a routine case, registration was completed and first 2 screws were placed successfully. Third trajectory was activated. System gave error "footpedal enabled error". User then tried to activate surgeon bracelet and that did not work at all. That is when the user discovered the system did not have any movement and the first shut down was completed. The user logged in too quick when motion was still be check signified by blue information ring. It was attempted to calibrate load cell which did not work. User then placed rest of screws free hand. System was pulled out of the field after the procedure. Foot pedal was re-engaged into the port and a load cell calibration was completed. They pulled hte system out and restarted again and motion was restored.